Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that e224 error occurred due to communication failure caused by a cable failure. For the cause of the cable failure, it is likely that the cable was broken due to water invasion inside because leak test was failed due to cable cut. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed due to faulty cable, however, image was present. During evaluation, it was observed, the device failed leak test due to cutting on cable and the label on rear cover was faded. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported on behalf of the customer that the 4k camera head showed an e224 error (scope communication error) during preparation for use. The therapeutic intended procedure was completed with another similar device. There was no delay and no reports of patient harm or impact associated with the reported event.